Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded pcba 2, corroded force sensor and moisture damage on the motor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 04/06/2025 17:15:54.000 and on 04/06/2025 17:25:00.000 due to corroded force sensor. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a corroded battery tube. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay at the select button, and cracked retainer ring at the knit line location. The pump history file lists data on 01/21/2025 to 04/06/2025. Unable to perform the history review 2 days prior to the event date 16-jun-2025 in the pump history file due to no data available. Display anomaly-blank display not confirmed. Unable to perform the required testing due to alarm-aa99-critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to fatal alarm-a338-pump error 35. Alarm-aa99-critical pump error (open book image) alarm and alarm-a338-pump error 35 confirmed due to corroded force sensor. Damage- cracked case battery tube confirmed. Damage-retainer ring damage confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was blank. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and found battery cap contacts and battery compartment or springs were damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.